Manufacturer narrative:
The reported event of abnormality in the distal part of the lead was not confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and free of blood/tissue and no abnormalities were noted. X-ray examination of the entire lead found no anomalies. Electrical testing did not find indication of conductor fracture or internal shorts.

Event description:
Prior to an implant, the distal tip of the right atrial (ra) lead was bent and damaged. A new ra lead was used to resolve the event. The patient was stable.